Event description:
It was reported that a pt underwent a dental surgery procedure on (B)(6) 2010 and suture was used. The needle broke where it attaches to the suture after a few passes. The surgeon was able to complete the procedure with the device. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.